Event description:
Star total ankle replacement sliding core mobile bearing was exchange due to lateral gutter pain. The company report form states there was posterior superior wear on the sliding core mobile bearing.

Manufacturer narrative:
There were no deviations reported in the DHR for part no. 400-140 lot 1036027. All released parts were within specification. The company report form indicates the wear noted on the sliding core mobile bearing was insignificant.